Event description:
It was reported that during a pci treatment procedure, strong resistance was met when withdrawing the synergy balloon catheter through the 7 fr arrow super flex introducer sheath. The pt was asymptomatic during this event. The lesion being treated was a calcified, 80% stenotic lesion in the left iliac artery. The physician used a radiofocus guide wire to cross the lesion. The syngery balloon was inflated one time to ten atms and deflated with no difficulty. The synergy balloon and the arrow introducer sheath were removed as one unit and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.